Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead replacement procedure due to high impedances and lead migration. The patient was doing well post-operatively. Additional information was received that during the revision procedure, two leads were replaced. The second lead was replaced due to lead migration.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7072956.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: (B)(6). Visual inspection of leads sc-2317-50, serial number (B)(6) revealed that the leads were cleanly cut into two pieces 35cm from the distal ends of the leads. The clean-cuts are a result of typical explant procedure and are not considered failures. Testing of the leads could not confirm lead migration or high impedances. No other anomalies were identified on the returned leads.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead replacement procedure due to high impedances and lead migration. The patient was doing well post-operatively. Additional information was received that during the revision procedure, two leads were replaced. The second lead was replaced due to lead migration.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead replacement procedure due to high impedances and lead migration. The patient was doing well post-operatively.